Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed with tandem technical support and the cartridge was found to have been damaged. Customer reported cartridge had an expiration date of 2018. Customer changed out the cartridge and resumed insulin therapy. Customer's blood glucose was 322 mg/dl,